Event description:
During follow-up, diagnostic imaging confirmed atrial lead fracture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. On the connector piece, one lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was found proximal to suture sleeve impression region. On the distal piece, no anomalies were noted. Visual and x-ray examinations did not find any lead fracture. Electrical tests that could be performed on these pieces did not find discontinuity or short on any conduction paths.